Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site received a localizer fault during pre-operations. There was no reported delay and no reported impact to patient outcome. The site decided to abort the use of navigation. The site was instructed to log out in between cases. The site noted that the system was still able to be used.